Event description:
When the lens was being delivered to the eye through the delivery device, it stuck in the delivery device. Another lens and delivery device was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.